Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. As a result of checking the log, it confirmed that there was a record of occurred continuously no-disposable-alarms during pump operation. Functional testing could not confirm the reported issue. The reported issue was not reproducible, and the cause could not be determined.

Event description:
It was reported that the cassette removal alarm occurs when a cassette is installed. There was patient involvement but confirmed that no patient harm/adverse event reported.